Event description:
It was reported that during preparation of a triclip xtw, the clip jumped opened while establishing final arm angle (efaa). Therefore, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa and clip jumping were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa and clip jumping were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.